Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that at 9:00 am on (B)(6) 2025, the patient experienced tracheostomy tube blockage and had difficulty breathing. The 77-year-old female patient due to moderate swallowing difficulties, used a suction tracheostomy tube and accessories to maintain airway patency in tracheostomy patients. The patient had used the tube on december 9 and there were no abnormalities during use. The tracheostomy tube was immediately replaced, after which the patient's shortness of breath improved, and blood oxygen levels returned to normal. There was no patient injury reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.